Manufacturer narrative:
A complete lead was returned in one piece measuring 57.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received revealed the right ventricular lead had high capture threshold, was oversensing noise, and had a decrease in r wave sensing.

Event description:
It was reported the asymptomatic patient presented for a lead revision procedure after the lead was only implanted for a month. The reason for the attempted lead revision was unknown. During the procedure, the helix was stuck and unable to extend or retract. The lead was explanted and replaced. The patient was stable.